Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c had leakage past stopper. Verbatim: complaint via email. Email(s) attached. The attached email describes in detail some issues one of our clinicians has with this bd item - description mfg mfg # 364756 syringe medical standard 3ml without needle luerlock bd 309657 for comparison, here's the x item they want reinstated. Description mfg mfg #105712 syringe medical standard 3 cc non control luer lock tip plastic latex free sterile disposable clear 8881513934 does bd have a 3ml syringe that can accommodate the use to which our clinician wants to put this syringe? Have either of you heard of this happening before to our 3ml syringe, please see attached email thread as a compliant was submitted? I also attached our 3ml syringe customer letter that states our plunger and barrel are the same dimensions but I noticed it didnt mention anything about the stopper. Do we use the same stopper at both us and mx plants? Recently, we have had several customers express to us their preference for either the mx made or u.s. Made 3ml syringes. Advocate is requesting us to ship them only the u.s.-made 3ml syringes x is requesting us to ship them only the mx-made 3ml syringes I submitted a samples request to receive 3ml samples from mx and us to give to r&d to see if there are any real differences with the mexico made and us made syringes. Additional information: exact date(s) of event: this issue has been occurring intermittently over the past year. Ever since we switched to these syringes, we have had this issue. Further description of the issue: during glue and coil procedures, the glue is leaking back behind the syringe plunger during injection attempts instead of advancing appropriately through the catheter system. Once this occurs, the syringe becomes nonfunctional and we are unable to continue the injection, requiring replacement during a critical portion of the procedure. This is a significant clinical and patient safety concern, as it interrupts procedural workflow and may impact successful delivery of therapy. Lot number associated with the reported issue: sample/photo available for investigation: yes, we will attach a photo for review.